Event description:
It was reported that during a firmware update assistance call, the user discovered a cracked touchscreen on the ilet, initially functional but then no longer recognizing button presses; the reported device problem was a fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, aligning with a device fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.